Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing of noise. The lead was capped (B)(6) 2021 during routine device change out. The patient was asymptomatic and was discharged.